Event description:
The suspected device excimer 308,was used on a patient for indication of cutaneous lymphoma in (B)(6) 2015. Based on the facility notes the patient sustained blisters everywhere and did not return for a follow up. The adverse event was reported after almost a year of the actual incident. This led to delays in collecting pertinent data. Inadequate data resulted in delayed processing of this adverse event. The customer has not seen the patient since the initial treatment and does not have any photos for a diagnosis to be made by an expert. The patient only called to report blisters. He did not return for a follow up. In absence of any adequate information , alma lasers inc. Is reporting this event in good faith efforts. Alma lasers inc. Also investigated the device and found it within recommended specifications. Per the clinical expert the treatment settings (200mj) used with the device is within recommended settings/protocol typically used for dermatoses(i.e. Psoriasis). However this device was used for off label along with large number of pulses that may suggest root cause of the blisters reported by the patient. It was a protocol deviation and misuse of the device that may have contributed to the adverse event. A letter to doctor will be sent to reiterate the importance of recommended protocol and indications for use.